Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported false resistant beta-lactams for streptococcus mitis/oralis in association with the vitek 2 ast-st01 test kit. Repeat testing obtained the same results. Testing with mic-plate (merlin) indicates susceptibility to beta-lactams; questionable growth after 48 hours of incubation, but not the typical bacterial layer. Due to additional testing and questionable profile, there was a delay of six (6) days in reporting a result. The customer did not indicate which result was reported to the physician, or if the delay impacted patient therapy. Type of empiric therapy, if any, was not disclosed by the customer. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant ast-st01 result led to any adverse event related to a patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. However, the customer did not comply with biomérieux request for isolate or raw data submittal. The results for the beta-lactams on the lab reports from the customer indicate a consistent antibiogram for the isolate. The lab report for the isolate indicates a consistent antibiogram, with no unusual resistance detected. Raw data are necessary to assess organism growth in the vitek® 2 ast-st01 card during the customer testing. The isolate is needed in order to determine if there is a discrepancy between vitek® 2 ast-st01 and the reference method. Raw data and the patient isolate were not submitted by the customer; no further testing is possible. Evaluation of the manufacturing qc batch records for ast-st01 lot 540378222 indicates the lot passed on initial qc performance testing with no issues observed. The investigation concluded the vitek® 2 ast-st01 cards are performing in accordance with specifications.